Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery or blank display. Lcd board ok. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display and would sometimes get a failed battery test. The customer's blood glucose level was unknown. They began changing the batteries frequently on thursday and by saturday they had a blank display. The customer reported that the batteries they used in the insulin pump were brand new. Troubleshooting was performed and it was noted that there was no damage on the insulin pump. The customer reported that they had resolved the issue prior to the call. The customer also reported that they had experienced a high blood glucose level within the range of 300 mg/dl to 400 mg/dl. They treated the high blood glucose with a manual injection. The device was returned for analysis.